Event description:
Additional information received reported that the device was removed because of a (B)(6) infection. It was noted that "this was all removed about a month ago." It was indicated that the trial "worked great" and the device was implanted permanently. It was stated that the lead was not connected to the implantable neurostimulator. The implant was removed, cleaned out, and connected about three months ago. It was stated that since that point, the patient developed the mrsa infection. It was unclear when the device was removed completely. No further information was reported.

Event description:
It was reported that the patient never had therapeutic effect. He was no longer feeling stimulation and it was not controlling his bladder. The patient was on program 2 at 2.3v and was comfortable with the tingling sensation. The patient had an infection and this was the second infection he has had on the device incision. The first one was about two weeks ago, the wire came lose and they had to go back and put it back in. He just started antibiotics yesterday for this second infection and has an appointment with his physician this afternoon. The patient was directed to contact his physician. Additional information received reported that the patient was having pain at the device location to sacral area. The patient indicated that the infection was confirmed on (B)(6) 2012. He was not aware of an accident or incident related to this complaint. It was reviewed with the patient turning stimulation down or off to determine if stimulation was contributing to the pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot # v806859, implanted: (B)(6) 201, product type lead, product ID 3037, serial # (B)(4), product type programmer.